Manufacturer narrative:
Additional information received confirms the event date as initially reported and repopulated to b3 date of event. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a impella 5.5 on a 55 year old female due to cardiomyopathy. During support, there was a placement signal not reliable alarm. The patient remains on support.

Manufacturer narrative:
Section d6b(explant date ) is updated.

Manufacturer narrative:
Additional information was provided which states "nothing was done as this issue could not be resolved. The pump is no longer available."